Event description:
The report indicated that upon initiation of bypass; the volume in the hardshell was falling rapidly; when the volume reached zero, gas emboli entered the perfusion circuit. The hardshell was changed out. The device has not been returned for complaint analysis.

Manufacturer narrative:
The device was received on 7/17/1998 for complaint evaluation. Visual examination of the returned unit was performed whereby no damage or other physical anomalies were noted. The device was then evaluated by gravity filling the device with fluid and observing the device for restricted flow. In summary, no problems were noted with the flow and we were unable to confirm the reported incident in our laboratory setting.